Manufacturer narrative:
(B)(4). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, unknown baker grade and lump/nodule.

Event description:
Patient reported left side rupture, capsular contracture (unknown baker grade) and lump/nodule( not device related. MRI scan performed: "moderate pronounced diffuse fibroadenomatosis, signs of fibrous capsule contracture. Signs of left intracapsular implant rupture." Device has been explanted.